Manufacturer narrative:
Updated summary and code grids.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the plates are damaged. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the paddles (blades) were damaged.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.